Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient saw data lost, device has lost all data message screen for the past 6 months when attempting to connect to ins. Patient redirected to hcp to program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.